Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into cardiac arrest. The patient's heart rate was in the forties and cardio-pulmonary resuscitation was performed at the nursing home. The device was suspected for abnormal function. The device appears to be currently functioning as programmed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.